Event description:
In 2009 the pt reported he has an air bubble in the insulin cartridge of his infusion device. He said he changed the cartridge about 3 days prior, completed a prime, and does not remember seeing insulin come out, but said he "never does" he "just goes by the machine." He said his adapter has never been changed and was advised it should be changed every 10th battery change. The pt was educated on how to prime an air bubble out and was assisted with successfully doing so. The pt was sent courtesy adapters. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.